Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by the deterioration of the igniter and the difficulty of lighting lamp was due to the long-term use. Additionally, five years have passed since the subject device has been manufactured, and the lamp may have reached its end of life or has accidentally broken down due to long-term use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the biomedical engineering technician from the user facility further informed olympus that they tested the processor and light source, both devices are working appropriately (all test inspections passed) and no problem found. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the light source intermittently blacked out during a procedure. There was no report of consequence or impact to the patient.